Event description:
It was reported that there was a pulmonary embolism. A greenfield filter was implanted on (B)(6) 2001. On (B)(6) 2012 the patient was diagnosed to have a pulmonary embolism. No further patient complications were reported.